Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hwc. Other number¿UDI: (B)(4). Implant and explant dates: due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Initial reporting facility phone number is (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was attempted for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jul 15, 2015. Expiration date: jul 1, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(4) as follows: it was reported that during surgery to treat a distal fibula fracture on (B)(6) 2017, during insertion of the cortex screw, the screw broke at an area adjacent to the screw head. The surgeon commented that he didn¿t use too much force. A surgical delay of five (5) minutes occurred due to the reported event. There was no report of patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device history review (DHR) for the screw blank is as follows: part number 404.026.999, lot 7638509. Manufacturing location: (B)(4). Manufacturing date: 29-apr-2015. No nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device (3.5mm ti cortex screw 26mm, part number 404.026s, lot number 9560250). The subject device was returned with the complaint condition stating: the complained cortex screw shows that the screw head is indeed broken off and almost the half of the thread is sheared off. The thread flanks, close to the screw head, are rounded and worn. Furthermore, the anodized yellow color was abraded. The hex at the screw head shows signs of usage. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 9560250 was manufactured in july 2015 and all parts were according to our specifications. All devices were sold meanwhile and we are not aware of any quality issues associated with this article- and lot number. The screw diameter close to the breakage got measured. Conclusion: the measuring result does show conformity. The broken surface is homogenous what indicates for material conformity. Based on the provided information we can only assume that the screw was not correctly aligned and came at the last turns excessively in contact with the plate. This would also explain the abraded anodized color on the thread. Finally, a mechanical overload is most probably the reason for the breakage. Why the half of the thread got sheared off could not be determined. Considering that the other side of the thread is without any damage, we only can assume that it happened during the screw removal with a hollow reamer, but it cannot be confirmed as no further information was provided. Based on these findings a product related fault can be excluded. Based on the provided information we can only assume that the screw was not correctly aligned and came at the last turns excessively in contact with the plate. This would also explain the abraded anodized color on the thread. Finally, a mechanical overload is most probably the reason for the breakage. Why the half of the thread got sheared off could not be determined. Considering that the other side of the thread is without any damage, we only can assume that it happened during the screw removal with a hollow reamer, but it cannot be confirmed as no further information was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.